Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they are experiencing conditions, such as excess wear, lack of contact, poor mastication, chipping, poor occlusion, excessive overjet, excessive overbite due to the aligners.